Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that on approximately (B)(6) 2013 there was a critical alarm due to an empty reservoir. The patient status was reported as alive with injury and the patient was hospitalized in the intensive care unit (ICU). The patient experienced underdose symptoms which were not specified. The medications which were being delivered via the device were infumorph, clonidine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.